Manufacturer narrative:
B1- adverse event, b2- hospitalization, required intervention; b3, b5, h1, h6 remove: 2199, 4582; h6 add: 1905, 4607, 1969 b1- adverse event, b2- hospitalization, required intervention; b3, b5, h1, h6 remove: 2199, 4582; h6 add: 1905, 4607, 1969.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using r-500 insulin with the pump. Customer tried to address the occlusions with a supply change and ultimately reverted to an alternate method of insulin delivery. Reportedly the customer was admitted to the hospital with a heart attack. Multiple attempts were made by tandem technical support to gather additional information regarding hospitalization; however, no response was received. Customer's blood glucose was 214 mg/dl at time of report.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using r-500 insulin with the pump. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.